Event description:
Information received from a patient reported that they had a rough recovery following their implant procedure on (B)(6) 2015. The patient reported that they ended up having two ribs and vertebrae out of place. It was noted that the issue wasn't found until the end of (B)(6) 2016 by a physical therapist and the issue was possibly from the surgery itself or from the recovery. The patient stated that they went to physical therapy 12 times. It was further reported that the simulation did cover 50% or greater of the patient's pain, but they still had some pain since implant. The patient reported that their pain would get worse from constant standing, sitting, driving, and weather like rain/snow. It was noted that the patient used to take 80 mg of pain medicine, but was able to decrease down to 10 mg only 1-2 times a day. However, when the physician lost their license, the patient was only given 2 months of pai n medication and when they ran out, they had to detox off of them and get minimal pain medication/muscle relaxers from their primary care physician because they still had pain. The patient also reported that sometimes they change their programming higher or lower so the duration of battery depletion would be inconsistent. The patient stated that they thought they had to wait until the implantable neurostimulator (ins) went dead in order to recharge it. It was reported that once the ins was charged, it would still take time before helping with the pain. The patient stated that they wished the ins had a timer to battery depletion. The patient realized it was user error in not charging the ins before depletion, but the patient still reported that it would deplete inconsistently and they would be in pain when it would turn off. It was noted that this has been an issue since implant as well. Insr/ins battery use was reviewed and the patient understood that they could recharge at any time before battery depletion without harming the ins battery. The patient stated that their user error was due to not having any training after implant. No further action was needed as the patient's pain therapy was still successful with over 50% pain relief and the patient has had a great reduction in paid medication. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.